Manufacturer narrative:
Additional information: h4: the lot was manufactured between october 3-4, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume folfusor. This issue was described as, ¿hose to the pump is clogged with something that prevents the liquid from the pump from reaching the hose¿. This issue was observed prior to patient use. There was no patient involvement. No additional information is available.